Event description:
Reportedly, surgeon fired the instrument but no staples formed. Surgeon requested a new cartridge. Surgeon inspected staples and they looked "pretty good." Pt was closed and sent to recovery. Post op pt developed a fever. Pt was returned to surgery and a staple line leak was discovered. Pt received an ileostomy and was in critical condition. Procedure: bowel resection.